Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 188 mg/dl. Customer does not have another battery to test and he has to go get more. Customer was advised to clear alarm before inserting the battery. Customer was advised to monitor pump and if persist call helpline.